Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that any transaction performed from stations were not reflected. A technical support specialist confirmed that customer resolved the issue and no further issues reported. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system any transaction performed from stations were not reflected. The customer retrieved medication from another station and confirmed no delay to patient care. There were no adverse events or injuries reported based on this event.